Event description:
It was reported that the ventilator failed pre-use check. Moreover, the ventilator generated technical error codes indicating power error and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and ventilator¿s log files. Service report was not provided. Our fse (field service engineer) was on site to investigate the issue further and found out that the dc/dc & battery control printed circuit board (pcb) was defective and required replacement. The ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's reference #: (B)(4).